Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to replicate the customer experience of the programmer booting to an error however it was noted that errors were found in the error logs and therefore the hard drive was reconfigured and the software reloaded. Analysis also noted that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer booted to an error. It was further reported that the power was cycled but the programmer booted to the same error and would not complete its boot-up sequence. The programmer was returned for service. There was no patient involvement.